Event description:
It is reported that the drill broke while drilling screw holes in the acetabulum.

Manufacturer narrative:
The collet was not returned. A portion of the threaded tip, which is normally protected by the collet, is fractured off. The threads exhibit damage. The ring around the threaded portion has been deformed by contact with another part. Surgical notes were no provided. It is not known how the driver was being used at the time of the event. It is not known if the instrument was in contact with hard bone or some other metallic device. The drill bit used was not returned. Nothing is known about its condition. The device had a potential field age of 10.5 years. Its usage history over that timeframe is not known. The damage noted in this complaint may be due to (but not limited to): excessive force that may have applied during usage, continued operation after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, low speed/high torque of operation. However, a root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.